Manufacturer narrative:
Update: on april 29th, 2025, FDA sent an email to fujifilm medwork gmbh to reference the report MDR 1000513161-2025-00013 in block h10 in supplemental manufacturer MDR 3020707080-2025-00004. Ref initial report #3020707080-2022-00001. Ref initial manufacturer MDR #3020707080-2025-00004. Ref hcus comp #(B)(4). Ref ffmw comp #(B)(4).

Manufacturer narrative:
Ref hcus comp#: (B)(4). Ref ffmw comp#: (B)(4). On june 7th 2022, a complaint was received, but it was never evaluated for reportability to the FDA. This was identified during an FDA-inspection on march 25th, 2025. Therefore, fujifilm medwork gmbh is reporting it now.

Event description:
Leaking biopsy valve: difficult to enter instruments as well therefore.